Manufacturer narrative:
27-jul-2021 no failure could be identified as a result of the investigation.

Event description:
String came off tampon...stayed inside body [foreign body in reproductive tract]. String has come off the tampon [device breakage]. Case description: consumer reported via phone that the string came off tampon . No serious injury reported.